Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was receiving battery out limit alarms. The customer's blood glucose was 329 mg/dl. The customer had treated their blood glucose with a manual injection. The customer also reported the insulin pump alarmed after a battery change. The customer also stated their basal rates were accurate. Customer was advised to monitor their insulin pump. No additional information provided.